Event description:
It was reported that a clearlink, non-dehp solution set leaked at the connection between the drip chamber and the tubing. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During sample evaluation it was determined that the device did not leak from the drip chamber tubing connection. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.